Event description:
7/7-pt had mullerectomy and excision dermato-chalasis upper eyelids (bilateral). 7/8-office visit: "healing well". 7/13-office visit: rt upper eyelid cellulitus and opening of wound, keflex 250mg, qid ordered. 7/15-office visit: improved, continued on keflex. Please note: all instruments sterilized within "standard of care". Employees different for each procedure.